Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1lymt, implanted: (B)(6) 2017, product type: lead. Device codes (B)(4) pertain to product ID: 3889-28, lot# va1lymt product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a full system replacement on (B)(6) 2017 and since the replacement, they had not had symptom relief and had pain in their tailbone and down the leg. Program 1 was maxed out and the patient did not feel sensation; program 2 felt stimulation in the outer buttocks and leg, and programs 3 and 4 was the tailbone and painful. Impedances were checked and all were normal. Reprogramming was attempted and the patient experienced too much pain, so it was stopped and the device was turned off. A lead revision was scheduled for tomorrow. No further complications were reported/anticipated.